Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the 95% in-stent restenosis of previously placed stent was located in proximal part of svg to l-pda and not svg to proximal rca as previously reported.

Event description:
(B)(6) clinical study. It was reported that chest pain and myocardial infarction (mi) occurred. On (B)(6) 2013, the index procedure was performed. The target lesion was located in the saphenous vein graft (svg) to left posterior descending artery (l-pda) with 95% in-stent restenosis of unknown stent and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 20.0 mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure. The patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject presented due to unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended which revealed the 95% in-stent restenosis of previously placed study stent located in the svg to proximal rca. This was treated with direct placement of a 3.50 x 22.0 mm non-bsc stent with 0% residual stenosis. The event was considered resolved and the patient was discharged the following day on aspirin and prasugrel. 11 days later the patient presented due to recurrent chest pain and suspected reinfraction with recent svg stenting and was hospitalized on the same day. Cardiac enzyme values were elevated consistent with mi. Two days from admission, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data updated and corrected (B)(4).

Event description:
It was further reported that the target lesion during index procedure was a 95% in-stent restenosis (isr) of previously implanted non-bsc bare metal stent. In (B)(6) 2013, the patient presented due to recurrent angina and not unstable angina as previously reported. The svg-l-pda was also treated with balloon angioplasty. Eleven days from post target vessel revascularization, the patient presented with a 3-day history of worsening chest pain and pre-syncope, thought to be an anginal equivalent. Patient's electrocardiogram (ECG) revealed st elevations consistent with myocardial infarction. No intervention was performed and medical management was recommend.